Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further evaluation, it was determined that the bearings were damaged, and the neuro tip was damaged. It was noted that the ball bearing was disassembled, and balls were missing, the cage was not available, and the crane boom was damaged. It was further determined that the device failed pretest for visual assessment, lock operation, cutter insertion, and temperature assessment. It was determined that the reported condition was due to be improper construction and design. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date device returned to manufacturer was documented as apr 25, 2018 in the initial report. This has been corrected to jun 11, 2018. Device evaluation: subsequent investigation was performed and it was observed that the craniotome device had a drilled leg. Therefore, the reported condition that the metal tip got stuck in and no longer works was confirmed. The assignable root cause was determined to be component damage caused by user error (excessive force during use). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings and the neuro tip of the craniotome device were damaged. It was noted in the service order that the craniotome device ¿got stuck in¿, and no longer worked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.